Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm was confirmed with the returned system controller (serial # (B)(6)). Electrical measurement confirmed an increased resistance across the length of the battery fuel gauge wire in the black power cable. This increase resistance is conductor breakdown damage that would have resulted in the lower than expected voltage values captured in the log file. It was noted that removal of the tape on the black strain relief revealed a tear on the outer insulation of the black power cable. However, electrical testing confirmed no breaches in the insulation that could potentially attributed to the unexpected voltage values. The damaged area was dissected, and visual inspection did not reveal any compromised insulation on the underlying wires. The conductor breakdown damage appears to be related to wear and tear due to repetitive flexing during use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced frequent low voltage advisories. New battery clips were provided and alarm persisted. Batteries were functioning appropriately. The patient's black battery cable between the system controller and power connection seemed to be the cause of this alarm and could be manipulated to stop the alarm. The vad team changed the patient's system controller in clinic and sent the patient home. The vad team sent log files for review. The event history captured an odd string of low voltage advisories while on battery power. These mostly occurred on the black controller power lead. The remainder of the log file was unremarkable.